Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. The computer was returned for analysis. Currently under analysis at the time of filing. Other relevant device(s) are: 9735225, ln: 1755470. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that when the manufacturer went to do the install of the system, it went unresponsive when installing cranial (B)(4). He hard rebooted the system and then the computer fan was cycling. He hard rebooted the system again and it came up with no issue. Technical services had him shut down from software and reboot quickly and the system came up normally. He then installed the cranial software with no issues. Then when he went into the cranial software to change surgeon preferences, the system became unresponsive. He was able to restart the software with ctrl+alt+backspace. No patient was present.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was performed on the computer. It was determined that the issue is consistent with a known anomaly. The instance is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.